Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, the physician attempted to introduce the starclose se exchange sheath, but it bent. A second starclose se was used with the same results.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The other starclose se device referenced is being filed under a separate medwatch MFR number. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Analysis also revealed that the starclose se device may have been used after the labeled expiration date per the reported date of occurrence. Per the instructions for use - graphical symbols for medical device labeling - use by as labeled. Seven unused sterile representative samples with the same part and lot numbers were returned for evaluation. Functional testing was performed on the seven returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a superior femoral artery dilatation interventional procedure. Reportedly, the starclose se introducer bent and it was not possible to advance in the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician reportedly is in-training in the use of the starclose se device. No additional information was provided.